Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload the cartridge with 80 units or more of insulin. There was no adverse impact to the customer's blood glucose level. Customer was instructed to clean the pneumatic tap area and to fill and load a new cartridge onto the pump, which resolved the issue, allowing the caller to successfully resume insulin delivery.